Event description:
It was reported that in central processing, wires were frayed and insulation on the shaft was broken/missing on the bowl grasper instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the snake wrist cable broken at the instrument's wrist. Additionally, there was a large area of scratch marks / abrasions measuring 1.435 x 0.282 with insulation removed 4.61 from the distal end of the instrument. No other damage was found.